Event description:
It was reported that the patient presented in-clinic with noise on the lead. Sensitivity settings were reprogrammed, but the noise persisted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.